Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was having display anomaly. Customer blood glucose at the time of the incident is unknown. Customer stated that the buttons on her pump and display lights stayed only for a few seconds. Troubleshooting was not performed. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test, self-test, sleep current measurement and active current measurement within specifications. No missing segments or partial display during testing. (B)(4).